Manufacturer narrative:
The device in question is not accessible at this time. The investigation is ongoing.

Event description:
It was reported per a news investigation on 60 minutes australia, that a burn to a patient from a vaser liposuction procedure in 2020 resulted in intense pain and burning, as if the skin was ripping. The medical reviewer assessed the available pictures (on the 60 minutes video clip) and it shows a burned area on the flank and partly on the lower abdomen; however, the burn area is not clear through the pictures. The physician noted that this patient wasn't treated with the vaser device and noted that the burn was due to a friction rub from the garment that the patient used herself. The physician also stated that the patient did not complete a regular post op follow up. The causality assessment is unknown unless further information becomes available.

Manufacturer narrative:
No treatment information was provided, and no product was returned for evaluation. It is unknown if vaser was used during this procedure. The safe and effective use of this medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. Use of this device is limited to those physicians who, by means of formal professional training or sanctioned continuing medical education (including supervised operative experience), have attained proficiency in suction lipoplasty. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Due to lack of information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is required.